Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number: k011028 and k013227.

Event description:
It was reported the mount was not able to disengage from the implant. Doctor placed another implant to complete the procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) one impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) along with mount was returned for investigation.. Visual evaluation of the as returned product identified signs of use along with some bone pieces on the external thread of the implant. Functional testing was performed. The mount was stuck in the implant and could not be disengaged. Pre-existing condition, tooth location and the duration of placement are unknown due to limited information provided by customer. X-ray or picture image was not provided. Documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: warnings, precautions and breakage (pages 1 & 2). Per the applicable IFU, it is stated that improper technique can cause device failure. DHR review for the lot (1235571) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1235571) was performed for similar events and no complaint about nonconforming products was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage) or product (tsvb10). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.